Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 34.2cm to 34.6cm from the distal tip consistent with lead friction to friction to device to can. The etfe coating was intact at this/these location(s).

Event description:
This report is to advise of an event observed during analysis.